Event description:
Customer reported that when the nurse disconnected the syringe after drawing blood from the max plus valve, blood splashed out of the cap and splattered blood on her neck. There was no pt or nurse harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer stated the products have been discarded and are not available for eval.